Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, hematoma. It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device failed to close the artery. Hemostasis was achieved using manual compression for 1 hour and a femostop was applied. A hematoma developed. Though requested, no additional info was provided.